Event description:
Report received that the intraocular lens was exchanged 1 week after original implant. Reason stated was wrong power implanted. In a note received from the account it was stated the wrong lens was implanted. The initial implant of a 22.0 diopter lens was replaced with an 11.5 diopter lens of the same model.

Manufacturer narrative:
Lens is currently being evaluated. Device met all specifications prior to release. The information received from the reporter suggests this event was not caused by the lens.

Manufacturer narrative:
The returned iol was received cut in two pieces across the optic precluding measurement of the diopter . The condition of damage in the sample does not allow for inspection in the computerized equipment. A review of the manufacturing data for this lens shows it was manufactured and released as a 22.0 diopter multifocal intraocular lens. The result of our investigation and the information received from the account suggests this event was not caused by the iol. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.